Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2008, and a right total hip arthroplasty on (B)(6) 2001. Legal counsel for patient further reported patient underwent a left hip revision procedure on (B)(6) 2013, due to patient allegations of pain, lack of mobility, weight gain, loss of range of motion, osteolysis, soft tissue damage, pseudotumor, and metallosis. There has been no reported revision to patient's right hip. A review of invoice history confirmed both initial surgery dates. Invoice history confirmed the date of the revision procedure and that the acetabular cup, liner and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2013 was due to osteolysis and elevated metal ion levels. The patient's operative report noted pseudotumor, clear yellow synovial fluid with black tinge, and gritty tissue. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2008, and a right total hip arthroplasty on (B)(6) 2001. Legal counsel for patient further reported patient underwent a left hip revision procedure on (B)(6) 2013, due to patient allegations of pain, lack of mobility, weight gain, loss of range of motion, osteolysis, soft tissue damage, pseudotumor, and metallosis. There has been no reported revision to patient's right hip. A review of invoice history confirmed both initial surgery dates. Invoice history confirmed the date of the revision procedure and that the acetabular cup, liner and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 1 of 5 mdrs filed for the same event (reference 1825034-2014-04191 / 04195).